Manufacturer narrative:
Continuation of d10: product ID a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump. It was reported that the patient stated 'it's taking a long time to get my boluses. I'm getting some kind of code that says something about wait or restore (which agent understood as myptm app not responding, close app or wait). It takes over 2 minutes to get the device to read the pump.' Patient stated they thought the communicator was the issue because the handset was 'just' replaced. They just had a pump fill yesterday, and they get refills every 2 months, so they didn't think it was that. They confirmed both devices took a charge from the wall well and were not having any charging issues. It took over 2 minutes to connect to the pump, specifically, the percentage will hang at 90% for 2 minutes prior to progressing through, and this time period seemed to be getting longer and longer. It had never taken this long and it was very frustrating when they were trying to bolus in the middle of the night and the equipment took so long to connect. Agent reviewed telemetry considerations and assisted the patient in clearing the data.